Manufacturer narrative:
(B)(4). This report has been identified as b. Braun medical (B)(4). There was no sample sent for investigation. An epicutaneous test was offered to the patient in order to confirm a potential allergy to one of the ingredients of prontosan. If additional pertinent information becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature. See scanned page.

Event description:
(B)(4).